Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor. No motor error alarm. Motor passed motor test. No motor position encoder error alarm noted on the alarm history screen. The currents are within specification. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for motor error during a bolus and had also alarmed for a failed battery. The blood glucose ran as high as 540 mg/dl. The customer was treated with a manual injection. The drive support cap appeared normal. The caller was unable to complete the rewind. The caller was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.